Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the rv his bundle lead were exhibiting elevated and high thresholds. Both leads were reprogrammed and removed and replaced. No patient complications have been reported as a result of this event.